Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to perform displacement, prime test, basic occlusion, occlusion and no delivery tests due to no button response. The device had cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Customer stated act button was unresponsive. The blood glucose at the time of the incident was 315 mg/dl. Troubleshooting was not performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.